Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The band was discarded by the facility and the plate remains in the patient, therefore no product evaluation can be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the titanium band of the most superior 4 hole square plate broke during tensioning. There was no delay in case, the plate was used without the band. The other two plates were placed for a full three implant closure.